Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: colombia there is leakage in the pouch.

Manufacturer narrative:
Samples received: 2 sachets of catgut plain 3/0 (3) 75cm hr37s suture are received, in a closed package, with solution leakage. Preliminary analysis: stock review: we have reviewed the stock and verified that we do not currently have available units of this product code and lot number. Quantity produced / imported: checked the traceability verified that of this lot and product code, a total of (B)(4) units were manufactured. Distributed quantity: the units manufactured were exported to 2 customers from (B)(6). Background: we proceed to review the database of claims and verify that to date there are no reports of incidents, related to this product code and lot number. Batch record: the documentation corresponding to the manufacture of the lot was reviewed and verified that the lot had a normal process, no deviations or changes during production are identified. Analysis of sample (s): the samples received were visually checked, it was evidenced that the sutures sent by the client, leak through a small hole caused in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to it. The reported batch was manufactured prior to the CAPA implementation that addressed this defect. Actions: in relation to this cause, has already been handled in a corrective action, which is currently in process verification of effectiveness.